Event description:
Patient had a anterior cervical discectomy and fusion (acdf) surgery on 4-7. While surgeon was putting the implant (spine wave) on cervical 4-5, the tip of spine wave delivery system broke (about 1.2mm) with the implant. The broken piece was left with the implant (11-5551 cage, anatomic w/ plate 8 x 15.5 x 14) with the patient.